Manufacturer narrative:
On november 21, 2018 an immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. The camera report appeared optimal. On november 23 an immucor technician examined the instrument on site and performed unexpected reaction checklist. All readings and measurements are within specifications. Checklist was successful. Instrument is operating as expected. On november 26, 2018 an immucor technician serviced the instrument and did not find an instrument problem. A reagent problem is not evident as repeat testing of the samples using the same reagents resulted out as expected. As such, a sample related problem cannot be ruled out. No sample or product was returned to immucor for evaluation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative screen results using capture-r ready-screen 3 on the echo instrument.